Event description:
Case description: this non-serious solicited report from india was reported by a consumer as "sugar(blood sugar abnormal)" with an unspecified onset date , "insulin is not properly dispensing out through novopen 4(inaccurate delivery by device)" with an unspecified onset date and concerned a 66 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy". Procedure: bypass surgery, 5 blocks (not specified about the type of block- non codable). Concomitant medications included - mixtard 30 penfill(insulin human 100 iu/ml, insulin human isophane 100 iu/ml). Suspension for injection, 100 iu/ml. On an unknown date it was reported that insulin was not properly dispensing out through novopen 4 and an unspecified event of sugar was reported. Since last submission case was updated with the following: mixtrad penfill updated as concomittent product. Bypass surgery updated in medical history. Annex e and f updated in device addendum. Heart block removed from events tab. Intervention required and medically significant unchecked. Narrative updated accordingly. On 13-apr-2026 upon follow up seriousness of events was downgraded from serious to non-serious upon the clarification that the block and bypass surgery was before the start date of suspected product. Final manufacturer comment: 21-apr-2026: during follow-up on (B)(6) 2026, it was clarified that the heart block and bypass surgery had occurred prior to the initiation of the suspected product. As a result, there are no other serious events in the case. Therefore, this case is considered a non-reportable incident and does not meet the criteria for expedited reporting.

Event description:
Event [preferred term] (related symptoms if any separated by commas) sugar [blood glucose abnormal], insulin is not properly dispensing out through novopen 4 [device delivery system issue]. Case description: study ID: (B)(6). Study description: trial title: the main objective of this programme is to support the patients and help them better manage the disease. Patient's height: 167 cm. Patient's weight: 60 kg. Patient's bmi: 21.51385850. This serious solicited report from india was reported by a consumer as "sugar(blood sugar abnormal)" with an unspecified onset date , "have 5 blockages (heart)(block heart)" with an unspecified onset date , "insulin is not properly dispensing out through novopen 4(inaccurate delivery by device)" with an unspecified onset date and concerned a 66 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen 4: medical history was not provided. On an unknown date insulin is not properly dispensing out through novopen 4 and patient had a bypass surgery due to sugar and patient had 5 blockages (heart). Batch numbers: novopen 4: unknown the outcome for the event "sugar (blood sugar abnormal)" was unknown. The outcome for the event "have 5 blockages (heart) (block heart)" was unknown. The outcome for the event "insulin is not properly dispensing out through novopen 4(inaccurate delivery by device)" was unknown. Reporter's causality (novopen 4) - sugar (blood sugar abnormal) : unknown. Have 5 blockages (heart)(block heart) : unknown . Insulin is not properly dispensing out through novopen 4(inaccurate delivery by device) : unknown . Company's causality (novopen 4) - sugar(blood sugar abnormal) : possible. Have 5 blockages (heart)(block heart) : unlikely . Insulin is not properly dispensing out through novopen 4(inaccurate delivery by device) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment 11 mar 2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached on device functionality. Information on co-morbid illness (any pre-existing cardiac issues, previous glycaemic control details), and relevant investigations (ECG, echocardiogram, blood tests) are not there for complete assessment.